Event description:
The customer reports the device has an error displaying device requires service and beeps when the device is off.

Manufacturer narrative:
(B)(4). The customer reports the device has an error displaying device requires service and beeps when the device is off. Philips bench evaluated the device and confirmed the reported complaint. The power pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer. There was no reported pt involvement. We will consider this a malfunction of the power pca that causes the device to display a device service error and beep when the device is off.